Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device was stuck on the cfn login screen. The technical support specialist guided the customer in accordance with the ka: 000011541 titled 'med application not launching automatically; station at blue screen' and confirmed that the issue was resolved. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was stuck on the blue cfn admin screen and the users were unable to login, which hindered users from accessing the medication. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this incident.